Event description:
An attempt was being made to occlude a collateral vessel utilizing the embolization coil and 3fr biopsy forcep for placement. Physician decided to remove because of placement. During removal, tip of embolization coil broke off and went into pt's ventricle. Decision by healthcare team to leave in place. Greater risk to pt to attempt removal.